Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker, and cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors not provided and/or the mechanisms described above are likely contributing factors for the heart block. Per the report, bulky leaflet calcium and calcium below the coronary cusps likely caused the annular rupture and resulting aorto to rv fistula. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), the native aortic valve was predilated with 20mm edwards balloon with nominal volume and a 26mm sapien 3 ultra valve was deployed with 2cc less than nominal inflation volume. Post procedure echo showed moderate pvl and post dilation was performed with 2cc less than nominal inflation volume. Echo showed mild to moderate pvl and a mean gradient of 9mmhg. The operators were satisfied with the result and did not want to further dilate due to severe sub annular calcium. Post procedure, the patient developed third degree heart block with a ventricular rate of 32bpm. A temporary pacemaker line inserted and IV magnesium sulfate was given. A permanent pacemaker was implanted on post operative day (pod) 1. Tte performed the same day as the tavr procedure showed a small iatrogenic fistula from the aortic root to the right ventricular outflow tract. The patient did not show hemodynamic compromise, which demonstrated a small fistula. CT on pod 3 showed an annular rupture with pseudoaneurysm formation at the base of the interventricular septum and a small iatrogenic fistula from aortic root to right ventricular outflow tract. Tee showed the fistula was small and closure may not be indicated. Conservative management was given as the patient was not symptomatic. The patient was discharged on pod 4. Per medical opinion, bulky calcium on the right annular leaflet and the calcium below the non/left coronary cusp was the cause of the annular rupture and resulting aorto to rv fistula.